Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(6), awareness date 12-aug-2015). It refers to a (B)(6) years old female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer reported her doctor was only able to place one coil since her other tube was blocked; she started bleeding so heavy that a super plus tampon wouldn't even last 2 hours, it was horrible; so then her doctor performed an ablation. She stated that was the most painful thing she had ever been through. Essure was placed in her for 4 years and her symptoms included: night sweats, hot flashes, sharp/stabbing pelvic pain, loss of libido, painful intercourse, urged/frequent urination, stabbing of vaginal entrance, breast pain and tenderness, lower back and joint pain, severe bloating, brain fog, mood swings, anxiety, ringing in ears, numbness and tingling in arm and hands, skin irritation and itching, hair loss and texture change, and insomnia. At time of the report, the consumer was (B)(6) years old and was essure free; she stated her life couldn't be any better. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding so heavy (interpreted as genital bleeding) so her doctor performed an ablation (interpreted as endometrial ablation). She also had sharp/stabbing pelvic pain. She had essure removed 4 years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation and essure removal). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc (product technical complaint) was received on08-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding so heavy (interpreted as genital bleeding) so her doctor performed an ablation (interpreted as endometrial ablation). She also had sharp/stabbing pelvic pain. She had essure removed 4 years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation and essure removal). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.